Event description:
During testing at the user facility, it was noted that the device door roller was broken. The device was returned to the biomedical department with an unsigned note that stated, "damaged," no tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no report of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.